Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 09:56:33. During night drain cycle four, the patient's ultrafiltration reading was 257 ml, indicating the home patient (hp) drained 257 ml more than their maximum programmed fill volume of 400 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through a review of the event history log; however, the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.